Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected due to fluid loss. It was noted there was a hole in the cylinder. The ipp was explanted and replaced. There were no patient complications reported.